Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure the patient had one endeavor sprint drug-eluting stent implanted in the lad. Approximately 4 years and 4 months post the index procedure patient death occurred, cause unknown. The investigator assessed that the event was not related to the study device.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.